Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella was discarded after explant. The patient's outcome at explant was reported as survived. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 69 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump insertion the patient was supported by inotropes and vasopressors. The underlying medical history was not shared. The cp pump was supporting when on day after implant the patient suffered from oral and nasal bleeding. They had the patient on the platelet inhibitor cangrelor at the time and heparin was held. The pump was not explanted and support remained on till day 3 when the pump was weaned and explanted. There was no allegation that the pump caused the bleeding. Anticoagulation necessary for the pump placement and support can contribute to bleeding.